Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the beginning of the week the patient's symptoms started going to every hour and a half. Every month or so they goes to bump the stimulation up. The last time they went to bump it up this month it wouldn't let him do it. They tried several times after and couldn't get it to connect. The patient can feel the outline of the implant and it feels like it is not as distinct as it once was. Agent had patient pair the communicator and handset. Confirmed bluetooth light was solid and blue side of communicator was vertical against the body. Communicator was unplugged. Patient got message "device not responding". The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Pss received call from patient in regard to receiving the replacement tm90. Caller stated that they have attempted to go through the pairing process, but are unable to connect to the handset. Pss worked with the caller on trying to get the device to con nect but the caller kept getting no device found. Pss redirected the caller to the hcp to further investigate the issue.